Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server carefusion services stopped daily at approximately 00:54, 00:55 and restarted after a few minutes, causing intermittent loss of communication with stations that required manual restarts and varied by day. Although information technology (it) had disabled multiple security protections and configured exclusions for carefusion folders as advised, the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.